Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "dantrolene and cyproheptadine as salvage therapy for severe intrathecal baclofen withdrawal: a case report." The patient was receiving 150 mg of baclofen via implantable pump. It was reported that the patient had worsening spasticity requiring a spinal catheter revision due to a malfunctioning catheter. Post catheter revision, the patient developed a non-healing postoperative purulent wound and suspected pump infection. Upon presentation, the patient did not appear septic and vital signs and laboratory values were all within normal limits. Intraoperative cultures were obtained from the wound which later indicated the presence of pseudomonas aeruginosa and staphylococcus warneri. Antibiotic therapy was given (ceftazidime). The patient's system was removed under general anesthesia without incident and with an unremarkable postoperative course. The pump was not replaced pending completion of empiric cefepime therapy. Baclofen 20 mg every 6 hours was started orally for prevention of withdrawal.